Event description:
Pt in or for excision of left neck lipoma. Neck and shoulder area were prepped with product when electrocautery was used on incision, product (prep) flawed, causing burn to pt's left dorsal shoulder. Pt received 2nd degree burn.